Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during dwell cycle 1. The patient stated that the transfer set and patient line of the cassette had become separated during therapy. Gts had the patient cycle power. The hc alarmed with a system error 2367. Gts explained the error and advised the patient to start over with new supplies, or to finish with manual supplies. The patient elected to finish therapy with manual supplies, and gts advised the patient to notify their nurse. No injury or medical intervention was reported.

Manufacturer narrative:
Per the initial report, the sample is unavailable.